Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of damaged connection, both output connectors were broken. It was additionally noted that the hanger assembly was contaminated, the main label was delaminated and that the display wire insulation was pinched but the insulation was not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial patient cable connection was damaged. The generator was returned for service as well as a test and calibration procedure. No patient complications have been reported as a result of this event.